Event description:
The customer reported that during procedure preparation, his olympus hd camera head¿s paddle was found cracked. Additional details relating to the patient and the event have been requested but were all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was displaying a b31 scope communication error. This report is being submitted to capture the scope communication error found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The camera¿s paddle was found cracked. Additionally, as noted in b5, the unit was displaying a b31 scope communication error due to a faulty cable. It was also noted that the serial label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the b31 error displayed because of a communication failure which occurred due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.